Event description:
It was reported that a physician observed white debris being released from a new healon endocoat pro during use. No further information was provided. The physician also reported a separate incident that occurred on (B)(6) 2026, for which an individual medical device report was previously submitted. This medical device report pertains to a prior similar event experienced by the physician.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is prior to (B)(6) 2026. Section d4: lot number: unknown, information was not provided. Section d4: expiration date: unknown, as lot number of the device was not provided. Section d4: unique device identifier (UDI #): unknown, as lot number of the device was not provided. Section d6a: if implanted, give date: not applicable as healon product is not an implantable device. Section d6b: if explanted, give date: not applicable as healon product is not an implantable device. Section h3: the device was not returned for evaluation and the lot number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.